Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had no therapeutic benefit since receiving the implant. The patient said that she went to see her healthcare professional (hcp) for routine check-up and the hcp did reprogram her system however the patient said that she forgot to bring her external devices with her. The patient said that the current program she is on, she still has not noticed any improvement. The patient said that the hcp wants her to try the programs again after reprogramming however the patient said she does not see any program information. Reviewed information and redirected patient to contact hcp office to inform them that since her appointment she does not have access to her programs so will need another appointment so that she will be given access to the programs. No further patient complications are anticipated or expected as a result of this event.